Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto the wound, but was difficult to release from the catheter to deploy. It was noted that the physician and the nurse forcibly released the clip and did not cause harm to the patient. The procedure was successfully completed with another resolution clip device. Additionally, it was also noted that the sheath was completely removed before the device entered into the scope, which is outside the instructions for use. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: medical device problem code a15 captures the reportable event of clip difficult to release from catheter. Block h10: investigation results: the returned resolution clip was analyzed, and a visual evaluation noted that the device returned with the clip assembly still attached while the outer sheath was not returned. Additionally, the distal part of the control wire was unraveled and bent, likely due to manipulation of the device when the physician tried to release the clip from the catheter. Microscope examination was performed and there was evidence that activations had been performed on the device. The control wire was fully disconnected from the clip assembly. Functional evaluation was performed and it was noted that the clip arms were able to open. Dimensional analysis was performed on the bushing outer diameter, and it was noted to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and b were within specification. No other issues with the device were noted. The reported event was not confirmed. This problem is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was not used per the instructions for use (dfu)/product label, as the customer withdrew the over sheath of the device which is not describe in the instructions for use. Block h11 (correction): g2 (report source): the nmpa report number is (B)(4)..

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto the wound, but was difficult to release from the catheter to deploy. It was noted that the physician and the nurse forcibly released the clip and did not cause harm to the patient. The procedure was successfully completed with another resolution clip device. Additionally, it was also noted that the sheath was completely removed before the device entered into the scope, which is outside the instructions for use. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.